Event description:
Info received indicates the brake is not holding. The casters continue to move from side to side when locked in brake.

Manufacturer narrative:
The technician found the casters were worn and the caster supports were broken. He replaced the casters and the caster supports to repair the bed.